Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5 and b7.

Event description:
It was reported through the implant patient registry that a 29mm 7300tfx mitral valve was explanted after an implant duration of four (4) months due to recurrent methicillin-resistant staphylococcus aureus (mrsa) endocarditis, vegetation and abscess. Another 29mm 7300tfx was implanted in replacement. Per the medical records, the patient underwent a high-risk mitral valve replacement with known intrauterine pregnancy in (B)(6) 2020. The patient left the hospital ama, and did not complete her antibiotic treatment. She presented approximately 4 months later with recurrent mrsa and workup revealed significant vegetation of the prosthetic valve. The patient ultimately delivered via c-section at 30 weeks. Five day post-partum she underwent a redo mitral valve replacement. There was significant vegetation and destruction of the anulus and there was a intervalvular abscess between annulus and roof of the la. The abscess perforation was suture closed. The explanted valve was replaced with another 29mm 7300tfx mitral valve. Tee of the mitral valve showed excellent function with no paravalvular leak and no communication through the intervalvular abscess closure. Unfortunately, there was moderate aortic regurgitation, bypass was resumed, and the avr was performed. The aortic valve ncc was found retracted secondary to stitches from the mitral valve. The native aortic valve was excised and replaced with a 21mm 11500a aortic valve and aortic root enlargement was performed due to the la abscess cavity. Tee showed a well-seated prosthetic mitral valve and a well-seated prosthetic aortic valve and no paravalvular leak. The patient was transported to the cicu in stable condition.  On pod #2, ppm was placed due to post-op chb. On pod #28, the patient was discharged home. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrective data: corrected section h6: conclusion code.

Manufacturer narrative:
Corrected section method, result and conclusion codes.

Manufacturer narrative:
Reference CAPA-20-00141

Manufacturer narrative:
UDI#: (B)(4). The customer report that after implant of the mitral valve, the aortic valve developed regurgitation due to noncoronary cusp retraction from a suture from the mitral valve procedure. As such, an aortic valve replacement was required. Based on the available information manufacturing defect was not confirmed. The root cause was likely due to procedural related factors at implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant patient registry that a 29mm 7300tfx mitral valve was explanted after an implant duration of four (4) months due to recurrent methicillin-resistant staphylococcus aureus (mrsa) endocarditis, vegetation and abscess. Another 29mm 7300tfx was implanted in replacement. Per the medical records, the patient underwent a high-risk mitral valve replacement with known intrauterine pregnancy (B)(6) 2020. The patient left the hospital ama, and did not complete her antibiotic treatment. She presented approximately 4 months later with recurrent mrsa and workup revealed significant vegetation of the prosthetic valve. The patient ultimately delivered via c-section at 30 weeks. Five day post-partum she underwent a redo mitral valve replacement. There was significant vegetation and destruction of the anulus and there was a intervalvular abscess between annulus and roof of the la. The abscess perforation was suture closed. The explanted valve was replaced with another 29mm 7300tfx mitral valve. Tee of the mitral valve showed excellent function with no paravalvular leak and no communication through the intervalvular abscess closure. Unfortunately, there was moderate aortic regurgitation, bypass was resumed, and the avr was performed. The aortic valve ncc was found retracted secondary to stitches from the mitral valve. The native aortic valve was excised and replaced with a 21mm 11500a aortic valve and aortic root enlargement was performed due to the la abscess cavity. Tee showed a well-seated prosthetic mitral valve and a well-seated prosthetic aortic valve and no paravalvular leak. The patient was transported to the cicu in stable condition.   Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.